Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: with all available information, boston scientific concludes that the reported event was not confirmed. The product was not returned for analysis despite good faith efforts, preventing evaluation of the device for any potential defect. There is not enough evidence to determine whether the stent failure to deploy was due to the physician's device manipulation during the procedure or related to a device malfunction. The most probable cause of the event remains unknown. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned for analysis despite good faith efforts; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during an endoscopic ultrasound (eus) with axios stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent proximal flange did not deploy, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.